Event description:
The following has been reported: battery uncharged. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported devices were not sent back to (B)(6) for investigation as repairs were performed locally. According to provided information, nothing was noticed during external visual check. The reported event was reproduced. As it was noticed that the preventive maintenance was well overdue (2016). Internal inspection noticed that kit volumat square electrical connection found unsoldered from manufactured, causing intermittent electrical connection. Therefore, the kit square was replaced and sent back to (B)(6) for further investigation. Once in (B)(6), a visual control confirmed the absence of welding, probably since it was manufactured. This complaint is considered as valid, and the root cause is likely due to a mistake during the manufacturing. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.